Event description:
It was reported that an arteriotomy closure of a non calcified left common femoral artery was attempted using a starclose se device after a diagnostic, peripheral left groin arteriogram. Reportedly, the clip was deployed, but hemostasis was not achieved. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. Not achieving hemostasis after firing the clip as reported, can be influenced by, but is not limited to manufacturing issues, patient anatomical conditions and user technique. During manufacturing all devices are inspected and verified for proper loading of the clip onto the carrier tube. All devices undergo inspection to verify the ribbon wings open properly, collapse completely, are aligned and are not damaged. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. Reportedly, a femoral angiogram was taken and showed no calcification. The reported information did not indicate that the patient had any of the conditions listed under special patient populations in the starclose instructions for use. The clip misfiring can be caused by the following: relaxing downward pressure or retraction of the device during clip deployment, failing to raise the device from 45 degrees to 60 to 75 degrees prior to clip deployment, or device not stabilized with the left hand during clip deployment. There was no report of any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for not achieving hemostasis after firing the clip could not be determined. A review of the device history record and a query of the complaint handling database could not be performed because the lot number was not reported and the device was not available for analysis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.